Manufacturer narrative:
Leakage at the bond between the female luer to male luer at the distal end of samples 2 and 3 was confirmed. Sample 1 did not leak at any location along the assembly. The probable cause of the leakage from samples 2 and 3 is incomplete bond connection between the male and female luers at the distal end of the three am6109 smallbore ext set w/6-port nanoclave during bonding assembly in ensenada.

Event description:
The event occurred on an unspecified date and involved a 10" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer. It was reported that the product was leaking at the connection site. There was unknown patient involved and unknown human harm, no additional information was provided.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.